Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 29-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2012 for permanent birth control. Prior to her essure procedure, plaintiff consulted with her healthcare provider to discuss permanent forms of birth control. Her healthcare provider recommended the essure device/procedure stating that it was an easier procedure, was less invasive, involved a much shorter recovery time than tubal ligation, and was very effective at preventing pregnancy or words to that effect. Plaintiff relied on the benefits and risks as relayed by her healthcare provider in reaching her decision to have the essure procedure over tubal ligation. On or about (B)(6) 2012, she underwent the essure procedure. On unspecified date, plaintiff began experiencing abdominal pain, migraines, fatigue, weight fluctuations, tooth decay, severe back pain, pain during intercourse, rashes, hair loss, and metallic taste in mouth. She sought treatment for these symptoms. However, at the time, neither she nor her doctor attributed her symptoms to the device. On or about (B)(6) 2015, plaintiff underwent a partial hysterectomy to remove her essure device because she learned of a possible perforation of her right fallopian tube. In or about late 2015, she saw information on television and online related to FDA hearings regarding the essure product and injuries related to it and realized that she had suffered many of the symptoms referenced in the report on the FDA hearings. The information she learned about the FDA hearings on the device in late 2015 was the first time she learned of any alleged problems related to essure. In addition, it was informed that the physical pain and emotional anguish that plaintiff suffered as a result of these coils is a direct and proximate result of the failure to disseminate accurate information regarding the safety profile of the product. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had a possible perforation of her right fallopian tube, serious event due to medical importance and listed in the essure reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, consumer learned of a possible perforation of her right fallopian tube and underwent a partial hysterectomy to remove her essure device, around 3 years after insertion. Given the nature of the events it was considered related to essure. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had a possible perforation of her right fallopian tube, serious event due to medical importance and listed in essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, consumer learned of a possible perforation of her right fallopian tube and underwent a partial hysterectomy to remove her essure device, around 3 years after insertion. Given event's nature it was considered related to essure. This case was regarded as incident since device removal was required. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("possible perforation of her right fallopian tube"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in a 28-year-old female patient (gravida 7, para 6) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014 and device monitoring procedure not performed "patient did not had essure confirmation test". The patient's past medical history included gestational diabetes and miscarriage. Concurrent conditions included nickel sensitivity since 1991 and obesity. Concomitant products included gabapentin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced alopecia ("hair loss"), dry skin ("dry pathes"), urinary tract infection ("uti"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain") and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In june 2012, the patient experienced tooth disorder ("dental problems"). In june 2014, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, weight fluctuation ("weight fluctuations"), depression ("depression"), anxiety ("anxiety"), dental caries ("tooth decay"), back pain ("severe back pain/ back pain") and allergy to metals ("nickel allergy/ allergic to nickel- worsen after implant") with rash, dysgeusia and urticaria. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, weight fluctuation, weight increased, anxiety, alopecia, tooth disorder, dental caries, dry skin, urinary tract infection, fatigue, headache, back pain, dysmenorrhoea, dyspareunia and allergy to metals outcome was unknown, the depression was resolving and the migraine, vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, dental caries, depression, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient miscarried on her own, after 2 weeks saw her doctor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. On (B)(6) 2014, patient had home pregnancy test, were she learned was pregnant. Current weight as of (B)(6) 2018 was 263 lbs. Approximate weight at the time of essure placement was 210 lbs. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events dyspareunia (painful sexual intercourse), back pain, menstrual pain were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, urinary tract infection, headache, allergy to metals, abortion spontaneous, pregnancy with contraceptive device, depression, anxiety, urticaria, weight increased, dry skin, device ineffective, device monitoring procedure not performed were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("possible perforation of her right fallopian tube"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in a 28-year-old female patient (gravida 7, para 6) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014 and device monitoring procedure not performed "patient did not had essure confirmation test". The patient's past medical history included gestational diabetes, miscarriage, appetite lost, nausea, vomiting, fainting, dizzy spells, yeast infection, vaginal delivery, chlamydial infection, chickenpox, fibromyalgia and bloating. Concurrent conditions included nickel sensitivity since 1991 and obesity. Concomitant products included gabapentin and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced alopecia ("hair loss"), dry skin ("dry pathes"), urinary tract infection ("uti"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain") and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In 2012, the patient experienced back pain ("severe back pain/ back pain"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, weight fluctuation ("weight fluctuations"), depression ("depression"), anxiety ("anxiety"), dental caries ("tooth decay") and allergy to metals ("nickel allergy/ allergic to nickel- worsen after implant") with rash, dysgeusia and urticaria. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, weight fluctuation, weight increased, anxiety, alopecia, tooth disorder, dental caries, dry skin, urinary tract infection, fatigue, headache, back pain, dysmenorrhoea, dyspareunia and allergy to metals outcome was unknown, the depression was resolving and the migraine, vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, dental caries, depression, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient miscarried on her own, after 2 weeks saw her doctor. The first essure is inserted on the right side. It is seated. It is released. There is one coil left in the endometrial cavity. The second is placed on the left side. It is seated, it is released. There is one coil left in the endometrial cavity. The hysteroscopy is removed. We used 475 of saline with a return of 350 of saline with deficit of 125 ml of saline. She currently is on depo-provera.one coil left and one coil right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. On (B)(6) 2014, patient had home pregnancy test, were she learned was pregnant. Current weight as of (B)(6) 2018 was 263 lbs. Approximate weight at the time of essure placement was 210 lbs. Concerning the injuries reported in this case, the following one were reported via medical record confirming events anxiety, back pain, migraine, pelvic pain, menorrhagia, dysmenorrhea, dyspareunia, fatigue,hair, loss, skin, rashes, allergy to metals, pregnancy and miscarriage quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.